Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 05/22/2018 stating that even though ra sensing was off, on (B)(6) 2017, jumps in impedance to 1500 ohms was noticed. The following physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).